Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, the battery was depleting quickly and the customer experienced a low blood glucose, however, a specific value was not provided. Reportedly, the customer declined troubleshooting.